Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer experienced having difficulty breathing and a loss of consciousness and had contact with an hcp who obtained a reading of 492 mg/dl on their device compared to a sensor scan result of 205 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with "fast insulin" via pump (dose unspecified) and intravenous glucose. The reported readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.